Manufacturer narrative:
Siemens' investigation into the reported issue is on-going and a supplemental report will be submitted upon completion.

Event description:
The customer notified siemens on (B)(6) 2016 that once a reference image for pvg is assigned it can no longer be changed later in the course of treatment. Reportedly, the customer believes the ability to change the assigned reference image is absolutely necessary because the isocenter and parameters of the field can change. Therefore, incorrect positioning cannot be excluded.